Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Following predilation, a 3.00x16mm promus element ¿ drug eluting stent was selected for use to treat the lesion. However, due to high vessel calcification, the device failed to cross the lesion and the stent strut structure was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the stent delivery system was returned for analysis. The device was received with the stent protector and product mandrel inserted. A visual and tactile examination found that the hypotube was kinked at various positions along its length. In addition, the corewire was kinked at 35 mm distal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No issues were noted with the crimped stent, balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The target lesion was located in the severely tortuous and severely calcified left circumflex (lcx) artery. Following predilation, a 3.00x16mm promus element drug eluting stent was selected for use to treat the lesion. However, due to high vessel calcification, the device failed to cross the lesion and the stent strut structure was deformed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.